Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services due to low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 28 mg/dl at time of incident and at the time of hospitalization. Customer was treated with intravenous bags and food for low blood glucose level. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer reported that they had symptoms like confusion. Customer treated for the low, did not go to hospital and customer did not believed insulin pump was over-delivering. It was stated that caller was transferred due high blood glucose and motor error. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.